Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter did not advance, and a twist occurred when the catheter was pushed, resulting in a lost image; the screen was pitch black. The physician took some time to remove the device but was able to retrieve it without use of a balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted, a broken drive shaft was found within the telescope section of the device and a broken drive shaft began 02.10cm from the distal end of the connector shaft. Impedance testing shows an electrical open at proximal end of the catheter. Based on the evidence, the as reported code of catheter material twisted and image lost are confirmed. The open proximal found during the impedance test, the broken drive shaft and the imaging window twisted found during the visual and the microscope inspection could have contributed to image lost and catheter material twisted.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter did not advance, and a twist occurred when the catheter was pushed, resulting in a lost image; the screen was pitch black. The physician took some time to remove the device but was able to retrieve it without use of a balloon. The procedure was completed with another of the same device. No patient complications were reported.